Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered that drape remnants were inside the gantry causing the reported event. Removal of the drape remnants and from inside the gantry resolved the issue. No further issues were reported. No parts needed to be replaced or returned. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that they suspected there were objects inside the imaging system gantry panels blocking the gantry from closing completely and locking the system in a closed position. There was no patient present when this issue was identified.